Manufacturer narrative:
DHR review cannot be completed at this time as the product was not returned and a lot number was not provided. The device was not returned as it was discarded and therefore could not be evaluated. Unknown factors include: patient activity at the time or prior to the event, patient bone quality, the degree of spinal instability, patient compliance with postoperative care instructions, or if the patient sustained a fall/impact of any sort. Root cause of specific failure mode cannot be determined.

Event description:
On (B)(6) 2019 patient underwent cervical fusion surgery with a vbr at c6, single level acdf at c4-c5 and anterior cervical plate (acp) c4-c7. Reportedly on (B)(6) 2021 radiographs depicted the left c7 bone screw on the acp had backed out. On (B)(6) 2021 evision surgery was performed to replace the c7 screw and an additional stand-alone acdf at c3-c4.